Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, difficulty was experienced fixating the right ventricular lead, extending the lead helix, and retracting the lead helix. Undersensing and variable sensing were noted on the lead at the positions tried. The lead was not used, and a different lead was implanted. No patient complications have been reported as a result of this event.